Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states that without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: corrected data g4, PMA/510(k)number added.

Manufacturer narrative:
Internal complaint reference case: (B)(4). Literature: arthroscopic meniscal repair with fast-fix suture device: a five-year follow-up report.

Event description:
It was reported that on literature review "arthroscopic meniscal repair with fast-fix suture device: a five-year follow-up report", at an average of 3.5 years after surgery with a fast-fix, 5 patients had an unhealed meniscus with tenderness/swelling/joint locking, and a positive mcmurray test. Patients were re-hospitalized and had revision surgery, patients had tears in the red & white zone. Recurrent meniscal injuries were found at the lateral anterior horn. The complications were treated with partial meniscectomy. No further information is available.